Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulties could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. Possible factors that may contribute to the difficult advancing and removing the bdc from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the shaft of the catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the armada 14 was attempted to be backloaded on the ht command es guidewire. There was no resistance during removal of the guidewire from the patient anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the guidewire was already in the patient when the armada 14 was attempted to be back loaded on to the guidewire, but a lot of resistance was met while loading until the armada became stuck on the guide wire. The armada 14 was prepared prior to loading attempt. There were no reported adverse patient effects. Another armada 14 (40 length) was able to load on to a new guidewire. The complaint device is being returned with it still on the guidewire. No additional information was provided.